Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that on the evening of (B)(6) 2017 the infusion device gave an acoustic alarm, and did not deliver any insulin to the patient. The patient changed the battery and infusion set, but reports that the infusion device was no longer working. No details were provided. At this time the patient injected insulin via syringe. It is unknown how many units of insulin she injected. At an unknown time the patient received glucose results of 4.5 mmol/l and 3.9 mmol/l on an unknown device; the patient was experiencing symptoms of hypoglycemia. The patient's son-in-law transported her to the hospital. At the hospital, the patient received a blood glucose result of 4.3 mmol/l. The hospital treated the patient with a glucagon injection and gave her something to eat. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged. The infusion device was requested to be returned for product evaluation.